Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was noted that the company representative had requested the device be for return to the manufacturer; however, the physician did not want to send the pump back and had discarded the pump. It had appeared that the problem was with the catheter only. The patient had multiple revision surgeries and the entire system was chosen to be replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 16-mar-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 5 mg/ml at an unknown dose rate via an implantable pump for spinal pain it was reported that the patient was flipping their pump excessively and broke the catheter at the pump location. The catheter was coiled and kinked as well. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was indicated that the patient was flipping the pump and the patient had lost weight from a gastric bypass surgery and had a bad habit of twiddling with the pump. The entire catheter was replaced, and they had moved the pump to a more optimal location and better secured it. The hcp was notified that the product should be returned; however, the hcp had discarded the explanted catheter. It was further noted that the patient was advised to leave the pump alone and to not flip it. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history and weight were noted as having been requested but were unknown. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient¿s pump was "flipping again". The doctor wanted to have the patient¿s pump "tied down" again. It was noted the patient has had a total of seven surgeries to tie her pump down (dates and pump information regarding each surgery was not provided). The patient was unable to clarify which pump this issue started with but did say her pump was not tied down until the doctor did surgery to tie the pump down in what the patient thought was a (B)(6)2018. It was reported the two surgeries after that were because the pump was flipping and the last two surgeries the pump was tied down, but the patient had lost weight so the pump was loose in her stomach again. It was noted even though the pump was now tied down the same pocket was still being used so naturally it was prone to flipping. At the patient¿s most recent surgery a new doctor tied the pump down. The patient now wears a binder 24/7 to hold the pump in place. The event dates were asked and unknown. The situation was curr ently being addressed by the healthcare provider. No further complications were reported/anticipated or expected.